Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.50x24mm promus element stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable. However, returned device analysis revealed sent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: an examination found that there were various kinks along the length of the hypotube. A guidewire was inserted to check for tracking issues. Although the guidewire could insert through the tip, some resistance was felt while passing the guidewire through the proximal end of the stent. This resistance was consistent with contrast media present inside the wire lumen. The crimped stent was slightly stretched at its proximal end. A microscopic examination confirmed that the stent was returned placed correctly between the markerbands. A visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).